Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient received an implantable cardioverter defibrillator (ICD) shock while driving. The patient was taken to the emergency room and was interrogated and found to have been shocked for ventricular tachycardia (vt). The patient was then given an increased amiodarone dose of 400 mg twice a day and sent home. It was noted that the patient had a history of non-sustained ventricular tachycardia (nsvt) pre-implant. The ICD had been implanted prior to the left ventricular assist device (lvad). The arrythmia resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced both ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient also presented with dizziness, but no changes to left ventricular assist device (lvad) flows or syncope noted. The arrhythmia event was thought to be therapy related, electrophysiology (ep) was consulted and mexiletine was added to medications. Log files were unavailable.